Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and meter blood glucose alarms from the insulin pump. The customer's blood glucose reading was 407 mg/dl. The customer stated that she had meter blood glucose alarms every few minutes. The customer stated that she was not trained properly on the calibration of sensors. The customer was advised on how to calibrate the sensor.